Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. A scratched lcd window, cracked reservoir tube lip and cracked belt clip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.